Event description:
Potential for injury associated with a broken hinge mounting bracket on the seat of the tdxscv power chair. This event could cause possible product instability and the potential for the end user to fall out of the chair.